Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The adhesive glue was found peeling from the distal end. Additionally, the device was found to have multiple broken elements and buckles, non-olympus repairs and components, and the probe unit was leaking. The device was repaired specifications and returned to the customer. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
A user facility reported to olympus the evis exera ii ultrasound gastrovideoscope presented a shadow on the screen when plugged into the processor. There was no report of patient or user harm or injury due to the event. Upon inspection and testing of the customer returned device, the adhesive was found to be peeling off the distal end. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the adhesive found to be peeling off the distal end may be caused by aging deterioration or external force applied during daily use. The following description was found in the instruction for use manual: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.